Manufacturer narrative:
(B)(4). An increased intraperitoneal volume (iipv) event was found in the event history log, however it occurred 29 days prior to the death. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation by the baxter product analysis laboratory (pal). A review of the event history log was performed. Upon performing this review, no issues were found that could be related to the reported event. The device was tested and passed both the homechoice return instrument test/ evaluation (rite) functional test and the rite electrical test. The device was determined to meet functional and electrical performance specification requirements. An external & internal inspection was performed which revealed no anomalies. An evaluation of the device pneumatic system revealed no leak and all pressures were correct & stable. A short simulated therapy was performed successfully. Per pal evaluation, there was no failure, malfunction or iipv (increased intraperitoneal volume) event identified that could have caused or contributed to the reported issue of patient passing away. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device experienced a cardiac arrest, other events, and subsequently passed away on the same day. The official cause of death was unknown. Five days prior to death, the pt experienced neck and chest pain and was hospitalized on the same day. During hospitalization, testing (unspecified) revealed the pt had experienced a massive myocardial infarction (date unspecified). On an unreported future date, the pt was scheduled for a cardiac catheterization. The pt had an emergency hemodialysis (hd) catheter placed while he was in the hospital. It was reported that the hospital did not use the pt¿s hc device for pd therapy during the pt¿s hospitalization. However, the type of dialysis modality used (hd or pd) while the pt was hospitalized was unknown. During hospitalization, the pt experienced a heart attack, four strokes (during the cardiac arrest), and on the same day the pt passed away. Treatment was not reported. It was unknown if the pt was performing pd therapy on a hc device at the time of death. It was unknown if the pt was undergoing hemodialysis therapy at the time of death. No further information was provided. Additional information was requested but is not available.